Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the new order was not brought up when the user was trying to issue medication on a patient profile. A technical support specialist (tss) identified that the total quantity was set to zero. Tss instructed customer on the required changes to ensure the medication was correctly removed from the patient profile. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower user requested assistance with editing or deleting a medication on a patient profile. Nurses at the facility were attempted to issue medication at the cabinet via rxverify; however, the system continued to display a previous order (ID: 47523) instead of reflecting the updated order, prevented accurate medication dispensing. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.